Event description:
It was reported that when using the bd pyxis¿ es server, a medication is showing as discontinued (dc'd) in pyxis es, while it remains active in epic. The medication was unloaded from pyxis, which triggered an order transfer in epic. Epic subsequently sent a dc hl7 message followed by a new order (nw) hl7 message. However, the order in pyxis remains in a dc'd state, which is not expected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order that incorrectly appeared as discontinued (dc) in pyxis even though it should have remained active following a patient transfer. A technical support specialist (tss) found that the patient associated with the medical record number (mrn) had been discharged on (B)(6) 2026 and may have had multiple mrns, contributing to confusion around order and admission status. Customer reports showed a discontinue message was sent during unload, and no subsequent new (nw) message was received by pyxis until the discharge dc message. Interface log review confirmed that no nw messages were received by bd after (B)(6) 2026, while dc messages were received on (B)(6) 2026 and (B)(6) 2026. Further investigation by the interface team determined that the nw messages were generated on the sending system but failed to transmit out of the customer's interface to pyxis. The issue was identified as an interface-side messaging error on the customer's system, and the customer requested closure of the case. The system functioned as intended after the technical support specialist verified the device.